Event description:
It was reported that a caregiver called to obtain insulin delivery information after a missed breakfast meal announcement; the ilet bionic pancreas data were synced and the pump report showed automated insulin deliveries totaling approximately 0.681 units within the reviewed period, with glucose values ranging from 151 to 164 mg/dl and the latest available value at 159 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no functional limitation and no medical intervention. Investigation included review of device data and user education on data synchronization using the ilet mobile app. Investigation of this case revealed normal automated insulin delivery behavior with no alarms or malfunctions and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the event was due to user operational factors related to a missed meal announcement.